Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the system was turned on (B)(6) 2015 and the patient is now receiving effective stimulation.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26259. The patient is implanted with a scs system which includes two extensions from the same lot. It was reported the patient is not receiving stimulation. Lead diagnostics revealed multiple high impedances. In addition, the patient reports she experienced a painful sensation throughout her entire body which quickly subsided. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26259. Follow up information identified the patient underwent surgical intervention to remove and replace her entire scs system.